Event description:
It was reported that it was difficult to slide reamer heads over the dove tail on the reamer shaft. Once finally in place, the plastic had allegedly deformed into the shaft of the reamer thereby preventing it from sliding over the guide wire.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Add'l device: 1806-0085s, guide wire, ball-tipped, sterile t2 femur 3x1000 mm lot unk.